Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1930901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) was deployed however, the tip/balloon got separated from the handle. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The deployer was trained on the use of the mynx device. The vessel type was femoral arterial. The stick location was at the medium level. The mynx control was used in conjunction with an unknown 5f sheath. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The sheath used is a non-cordis sheath. There was resistance observed at the balloon. There was visible kinked after removal of the device. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was pinching/pinning the balloon with the advancer tube. The sales rep was unsure if the balloon was inverted. The segment came out with device. The patient's hospitalization was not extended as a result of the event and the patient is noted to have recovered. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. As reported, the 5f mynx control vascular closure device (vcd) was deployed however, the tip/balloon got separated from the handle. There was no reported patient injury. The deployer was trained on the use of the mynx device. The vessel type was the femoral arterial. The stick location was at the medium level. The mynx control was used in conjunction with an unknown 5f sheath. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The sheath used was a non-cordis sheath. There was resistance observed at the balloon. There was a visible kinked after removal of the device. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was pinching/pinning the balloon with the advancer tube. The sales rep was unsure if the balloon was inverted. The segment came out with device. The patient's hospitalization was not extended as a result of the event and the patient is noted to have recovered. Hemostasis was achieved by using manual compression for 30 minutes. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant¿s outer sleeve assembly was observed to have unraveled and inter sleeve was slightly split open. The procedural sheath was not returned with the device. The balloon was inspected for separation. No anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. Per microscopic analysis, the sealant¿s outer sleeve was unraveled and kinked. This condition may have increased profile and may cause difficulty during insertion. A product history record (phr) review of lot f1930901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated-in patient¿ was not confirmed during analysis of the returned device due to the condition in which the unit was received for analysis. The product analysis did not match the event description. Based on the analysis of the returned device, the sealant sleeves were kinked and unraveled. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force used while inserting the device into the procedural sheath, may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use, which is not intended as a mitigation of risk ¿discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7 and h2,have been updated accordingly. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. Product analysis: a non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have unraveled and inter sleeve was slightly split open. The procedure sheath was not returned with the device. The balloon was inspected for separation. No anomalies were observed. During functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. During microscopic analysis, visual inspection at high magnification found that the sealant outer sleeve was unraveled and kink. This condition may have increased profile and may cause difficulty during insertion. Additional information is pending and will be submitted within 30 days upon receipt.